Event description:
It was reported that a lead 3998 specify surgical 8 electrode was associated with high impedance and impedance out of range on electrodes 0, 2, 3, 4, and 7, with loss of stimulation.  The patient underwent several re-programmings to address the stimulation issue. The lead was explanted and a device revision was performed with implantation of a new paddle lead. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep became aware of the impedances when rep met the patient, for the first time, at their replacement procedure on (B)(6) 2026. Additional information was received from the manufacturer representative (rep). It was reported that rep looked up notes and stated that since an upgrade in systems, the notes do not always show the name of the rep who put the notes in. She went through the notes and stated the following: very first note from (B)(6) 2019 says void on electrodes 2 & 3. On (B)(6) 2019, another note says avoid electrodes 2 & 3, system turning off. On (B)(6) 2020 a note from rep says electrodes 2 & 3 are out. On (B)(6) 2025, impedance check shows electrodes 0, 2 & 3 were showing oor. On (B)(6) 2026, a note from rep says patient would like to have the system replaced and specifically says high impedances noted. Everything else was reported in the above.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 20-aug-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.